Manufacturer narrative:
Patient identifier and weight are unknown. (B)(4) lot unknown device is an instrument and is no implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure on (B)(6) 2016 in order to remove an antegrade femoral nail (afn). The afn had been implanted since (B)(6) 2015 and was intended to treat a left femoral diaphyseal fracture. During the removal surgery, the surgeon experienced difficulty inserting the extraction screw into the nail. As a result, it was difficult to remove the nail. Other surgical instruments were available to eventually complete the procedure. A two (2) hour surgical delay was noted. No additional information is available. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: received one article of extraction screw (B)(4), part 03.010.373, for manufacturing investigation. The article is in a used condition, the thread is damaged. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. During manufacturing investigation, the inside thread and the outside thread were checked. The outside thread is damaged, the black colored coating came partially off. The go and no-go thread ring gages do not pass on the thread anymore. During surgery the antegrade femoral nail (afn) gets connected by the outside thread to the extraction screw (B)(4). It is likely the outside thread was damaged through this procedure. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: april 16, 2010. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.